Event description:
(Related symptoms if any separated by commas). The blood glucose did not decrease for 10 consecutive days and reached 30 mmol/l. [Blood glucose increased]. The dosage injected by the novopen was inadequate [incorrect dose administered by device]. Did not purge air before injection [wrong technique in device usage process]. This serious spontaneous case from (B)(6) was reported by a consumer as "the blood glucose did not decrease for 10 consecutive days and reached 30 mmol/l.(blood glucose increased)" with an unspecified onset date, "the dosage injected by the novopen was inadequate(incorrect dose administered by device)" with an unspecified onset date, "did not purge air before injection(wrong technique in device usage process)" with an unspecified onset date, and concerned a male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", novolin 30r (insulin human) (dose, frequency & route used - unk, unknown) from unknown start date for "drug use for unknown indication", patient's height, weight and body mass index were not reported. Medical history was not provided. It was reported that 10 days ago, the patient bought novopen 5 at a local drug store for injection of novolin 30r. On an unknown date, the blood glucose did not decrease for 10 consecutive days and reached 30 mmol/l. The patient believed that the dosage injected by the novopen was inadequate. The patient did not use the needle only for once and did not purge air before injection. Batch numbers: novopen 5: requested, novolin 30r: requested. Action taken to novopen 5 was not reported. Action taken to novolin 30r was not reported. The outcome for the event "the blood glucose did not decrease for 10 consecutive days and reached 30 mmol/l.(blood glucose increased)" was not reported. The outcome for the event "the dosage injected by the novopen was inadequate(incorrect dose administered by device)" was not reported. The outcome for the event "did not purge air before injection(wrong technique in device usage process)" was not reported. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigational results novolin 30r batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Novopen 5 batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the following were updated as below: -annex b, c, d, g codes were updated -investigational results were updated "this report is for a foreign device that is assessed as "similar" to us marketed novopen echo". H3 continued: evaluation summary product name: novopen 5 batch number: unknown no investigation was possible, because neither sample nor batch number was available.